Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt experienced blurry vision, had trouble focusing and was intolerant to the lens. The iol was exchanged four months later for another lens model. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).